Event description:
Event description guidant received information that a patient with this cardiac resynchronization therapy defibrillator (crt-d) called guidant's technical services to report that the patient was told that the device has to come out in the next month. It is reported that the doctor said that this is early. Guidant received subsequent information that during device explant, this atrial pacing lead was damaged and explanted.